Manufacturer narrative:
(B)(4). Narrative: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the lead was explanted and replaced due to perforation, lead dislodgement and high capture threshold. The patient did well.